Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle there were severely disfigured syringes. A total 12 found per box.

Event description:
It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle there were severely disfigured syringes. A total 12 found per box.

Manufacturer narrative:
Investigation: customer returned (8) loose 3/10cc, 6mm syringes. Customer states that the syringe is disfigured. All returned syringes were examined and all were observed to be disfigured. A review of the device history record was completed for batch# 7270913. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200717963] noted for damaged barrel. There were five (5) notifications [200717355, 200717356, 200717263, 200717906, 200718089] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause is likely to be a jam on the ffs (form fill & seal) equipment, during formation and packaging of the polybags. When this type of event occurs, any portion of the syringe and/or component(s) may be involved in the jam and exhibit varying degrees of damage, such as that which is noted from the returned sample.